Event description:
It was reported that during a device check approximately two weeks post implant it was noted the right ventricular (rv) lead was not capturing and was found to have dislodged. The lead was repositioned and remains in use. The patient was enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri implantable pacing lead (B)(6) 2013. (B)(4).